Event description:
It was reported the patient had ineffective stimulation. Diagnostics indicated high impedances. Troubleshooting with a representative was attempted without success. In turn, surgical intervention may be pending.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.